Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. Four days before this report was received, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unspecified intravenous antibiotic (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient was not recovered from the event. No additional information is available.